Event description:
Customer reported via webform a sensor detachment with the adc device and as a result, customer experienced symptoms of hypoglycemia, sweat, a seizure, a loss of consciousness and was unable to self-treat. Customer received third-party intervention by a family member who provided glucagon and a sugary drink as treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.